Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain (possible cause or contributor for pain not reported to rep). Surgeon performed a poly swap of a 3x13 cr insert. Rep reported that no further information is available.